Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The advocate stated his daughter received a blood glucose reading of approximately 300mg/dl on the contour meter, re-tested on a different meter and the reading was approximately 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip and meter information were not provided. Product was not replaced.